Manufacturer narrative:
Investigation summary: customer returned ( 6 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states that needles were found which did not allow insulin through them. All returned pen needles were examined and the following was observed: 2 bent at the non-patient end of the cannula. 3 broken at the non-patient end of the cannula. 1 ok at both ends - tested for flow and passed the flow test successfully. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent or broken needles on the non-patient end of the cannula would be the cause for no insulin flowing through. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needle did not allow insulin to flow through them. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine pen needle did not allow insulin to flow through them. No serious injury or medical intervention was reported.